Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for lots 25144651, 25144782, and 25145029 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, the tubing holder on the handle of the acrobat I cracked off when attempting to use the tubing holder to hold IV tubing. They continued to use the same acrobat I. The procedure was completed as normal without the use of the IV holding bracket. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, the tubing holder on the handle of the acrobat I cracked off when attempting to use the tubing holder to hold IV tubing. They continued to use the same acrobat I. The procedure was completed as normal without the use of the IV holding bracket. The hospital did not report any patient effects.